Event description:
It was reported that this right ventricular lead exhibited noise. It was decided to reposition the lead. This lead remains in service. No further adverse patient effects were reported.